Manufacturer narrative:
Date recv'd by MFR: 28jan2020. The field service engineer performed an evaluation and confirmed the reported problem. The fse replaced the touchscreen to resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/07/2020.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement or harm.